Event description:
The patient was reported to be experiencing a zapping pain in the neck and increased seizures. The patient was admitted to the hospital. A local representative was requested to come check the generator. No additional relevant information has been received to date.